Event description:
The user was performing an arthroscopic surgery with an acl repair using two bioscrew implants. One of the the implants broke in the femoral tunnel. Testing was performed to verify optimal fixation of the screw and the surgeon decided to leave the screw inside the femoral tunnel.